Event description:
Revision surgery - due to the insert disassociating from the shell. There is suspected surgeon error.

Manufacturer narrative:
The reason for the revision surgery was the disassociation of the ceramic head from the linear stem. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A definitive root cause cannot be determined. Potential causes for this event include trauma, excessive loads or range of motion (rom), improper installation, and inadequate soft tissue support. There are no indications of a product or process issue affecting implant safety or effectiveness.